Event description:
Device 3 of 3. Ref. MFR reports: 1627487-2014-15827, 1627487-2014-15828. It was reported, the pt suffered a fall approximately 1 month ago and since has experienced ineffective stimulation with her peripheral (off-label) lead as well as stimulation around her ipg site. The sjm representative met with the pt and diagnostics indicated impedances within normal limits. Reprogramming was unable to provide effective coverage and the pt experienced unintended stimulation. X-rays were taken and no anomalies were noted. Additional reprogramming was performed and the pt is experiencing bilateral low back to knee stimulation coverage. The pt is to consult with her physician and is considering undergoing surgical intervention at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.